Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received a 3-way temp sensing catheter. Attempted to inflate balloon with 10 ml of solution and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. Also received 2 photo samples. First photo sample shows overview of catheter. Second photo sample shows end of catheter with balloon not inflated. Based on physical samples received product does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Although an exact root cause could not be determined a potential root cause could be: stylet puncture during use, lumen compromised by a puncture or cut. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that after injecting sterilized water into the balloon during pretest, water leakage from the balloon was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after injecting sterilized water into the balloon during pretest, water leakage from the balloon was confirmed.